Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not alarm when reservoir is low. The customer's blood glucose was 166 mg/dl at the time of incident. Troubleshooting was performed but the insulin pump still did not alarm. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. No audio/vibrate anomaly noted.